Event description:
A medtronic representative reported that the o-arm sparked and shorted a circuit during a clinical case. The o-arm imaging and navigation were discontinued and the surgery was successfully completed. There was no harm to the pt.

Manufacturer narrative:
Pt info was not available at the time of this report. The initial complaint received on (B)(6) 2012 was found to be non-reportable based on info at that time. A retrospective review based on investigation of an incident reported (B)(6) 2012 revealed that this incident had the same failure mode. The initial hazard review identified that this failure mode could potentially cause burning to the pt or user. Troubleshooting by the on-site medtronic representative found the iso stand alone board had failed and returned to the factory site for further investigation. The investigation of the returned standalone board and the relay revealed that the diodes on the standalone board short-circuited, allowing current through the relay in excess of the relay rating causing it to overheat. Although no one was injured, such a failure mode could potentially cause burning to the pt or user.